Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was away all summer so they turned their implant off and now they were having an issue because all they saw on the patient programmer (pp) was the power on reset (por) message. Patient reported that they had been in hospital for an electrocardiogram (EKG) and a cardioversion prior to getting the por message. Patient confirmed that being in hospital for medical tests was not device related. Trouble shooting could not be done due to the type of error, further reviewing that the por had to be cleared by interrogating the device, and patient was redirected to the health care provider (hcp). No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the por message was not determined. A technician reset the program on (B)(6) 2017 and the por had been cleared. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.